Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2017 due to infection. The physician was dr. (B)(6) at (B)(6) medical center.this lead was previously capped on (B)(6)2016 due to an unknown reason. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).